Manufacturer narrative:
It was reported to abbott as patient had high impedance on their s8 lead. Surgery took place where the s8 lead was explanted and replaced with a penta lead. There were no complications. Effective therapy was restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Reporter phone number (B)(6) date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy. System diagnostics recorded high impedances. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced with a paddle lead. Effective therapy was restored post operatively.